Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, the subject device tested (B)(6) for(B)(6) (total of microbial colony count 3 cfu/ ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.